Event description:
A user facility reported to olympus the image flickers while using endoeye flex deflectable videoscope. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified the adhesive around the objective lens was peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of a flickering image was not confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device record review confirmed the latest repair history was on (B)(6) 2022. Replacement pertaining to air leak on connector section video cable. Replacement pertaining to insertion section a-rubber scratched. Replacement pertaining to glue chipped of insertion section a-rubber. Adjustment of insufficient angulation of insertion section bending tube. The root cause of the subject event was unable to be specified. Presumably due to stress of repeated use, external factors, or handling of the device. The following additional findings were also noted: assorted scratches, chipped adhesive on the bending section cover, due to the wear of the angle wire, bending angle in the up direction does not meet the standard value and due to a damaged charge coupled device unit the image had white dots. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the following warning. 4. Inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5. Carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7. Inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. 8. Wipe the video connector, including the electrical contacts, using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean. Olympus will continue to monitor the field performance of this device.